Event description:
It was reported that the piece of suction irrigator that attaches to the intellicart fell off while the nurse was trying to attach it. No known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the suction irrigator instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.